Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that this event was not related to the device's quality but the anatomical condition. The patient was fine and discharged two days after the procedure. Approximately 26.5cm of the guidewire was returned. The fracture surface showed the guidewire was cut intentionally. Unraveling of coils was found on the distal portion of the returned guidewire. Detachment of the coil wire was noted at the middle solder located at 13mm from the tip. Detached site showed a trace of fracture due to excessive twisting force. The coil wire was also loosened and bent at approximately 16mm and at approximately 20 from the tip respectively. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that twisting force along with wire manipulation exceeding the guidewire's design limit might be applied at the middle solder while the distal portion of the guidewire was trapped by the heavily calcified cto lesion. The applied force accumulated at the middle solder, led the coil wire to become loose, and when the accumulated force reached the threshold detachment of the coil wire occurred. The wire manipulation was assumed to be continued after the coil wire breakage, made the coil wire loosen at approximately 16mm from the tip, and triggered stuck inside the concomitant catheter. There was no indication of product deficiency. IFU states: - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; - [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, - [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
During pci for treating a heavily calcified cto in-stent restenosis in the lad and lcx, multiple guidewires and a penetration catheter were advanced first to the lcx and then to the lad by antegrade approach. Both guidewire and catheter were able to cross the lcx. The devices were advanced to the lad but failed to cross. The subject guidewire was advanced and it was able to reach to the middle of the stent. The catheter was removed and exchanged to another penetration catheter and balloon catheter. The exchanged devices could not cross so that another guidewire was advanced to initiate parallel wire technique. The guidewire was able to cross but the balloon catheter failed. When a balloon anchor technique was attempted to the lcx and advancement was made, the guidewire that crossed the lesion and the concomitant penetration catheter got trapped. It was able to remove the catheter but the guidewire was still trapped by the lesion. There was a risk of possible wire breakage if removal of the guidewire was continued, so the physician determined to use a snare to safely retrieve the guidewire.